Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device reports low battery alert when performing system/shift check and battery capacity test. The customer also stated the device powers off. There was no report of pt involvement.